Event description:
Customer reported a heparin overinfusion. Bag was hung at 10pm set to infuse at 9cc/hr, at 4am bag was empty. Screen showed a rate of 9cc/hr and a volume of 218cc remaining. The facility claimed there was no pt injury reported. Attempts were made to get more info about this event, discussion with the facility did not provide details regarding pt info, use of medical intervention, or the size of bag that was used. Should this info become available a f/u report will be filed.